Event description:
It was reported a priming bolus on the back table was not performing and was unable to aspirate the catheter access port (cap). The company representative was offered the option of bringing the pt back when drug had cleared the catheter to program the priming bolus or managing with the pt with oral medications when water got to the tip of catheter. The number of hours to clear desired volume was 0.229 ml (pump tubing volume or catheter volume or both volumes) / 0.048 ml hr (flow rate) = 4 days 18.5 hours. The pt's status was undetermined. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).